Manufacturer narrative:
From our preliminary investigation, it appears the device was inserted successfully as the medics were able to administer medication through the io. It also appears the device was abused during multiple transports and staff unfamiliar with the big io device. We have requested (B)(6) hospital make the broken device available for our investigation, but they have delayed the release of the device to waismed. Waismed has already made a shipping (call tag) label and paid for shipping of the broken device back to waismed's us representative. Persys medical. In an email dated (B)(6), 2011, (B)(6) states, "they would like me to hold off sending the big product.... The issue is being shared with some specific people in our hospital and we are allowing time for all the information to be gathered". Waismed is currently trying to determine the lot number/expiration date of the device. Waismed will need to receive the device in question for investigation and follow up report. We conduct sample pull-testing on all our needles upon receiving to stock (incoming inspection).

Event description:
(B)(6) ambulance service was dispatched to a nursing home for an (B)(6) woman in respiratory failure. The patient received an io (big) and versed (midazolam) through the io. The patient was then transported to a local hospital ((B)(6)). The medics stated the hospital staff seemed inattentive to the io. At (B)(6) the patient was placed in a helicopter for transport to (B)(6). There was an issue with the helicopter and the patient was moved to a second helicopter for transport. The patient was admitted to the ICU for an acute mi and a pe. The hospital that removed the io is unfamiliar with the big as they are an ez-io facility. They looked up online and found a nursing article... That described three major io devices, how to use them, and how to remove them... The device was stabilized in the patient's leg with tape and gauze but not the standard red safety. She placed a syringe on the device, and she states she, "lifted up and twisted" to remove the device. At that point she felt something was wrong and the hub and part of the shaft disconnected from the body of the cannula. They x-rayed the patient's leg and per ortho, considering the patients stated, they are not going to attempt any further removal (which might require surgery)...